Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('mine are worse sometimes/ I have been clots like this') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), medical device pain ("coils hurts so bad"), feeling abnormal ("I feel like essure is tying to climb through my body"), hypoaesthesia ("arm and hand so numb they hurt"), neuralgia ("it seems feel like when I have full bladder it makes nerve pain") and procedural pain ("post hysto little pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, medical device pain, feeling abnormal, hypoaesthesia, neuralgia and procedural pain outcome was unknown. The reporter considered feeling abnormal, genital haemorrhage, hypoaesthesia, medical device pain, neuralgia and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: feeling abnormal, neuralgia, hypoaesthesia, medical device pain. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. On follow up case became incident. Events: pain added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('mine are worse sometimes/ I have been clots like this') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), medical device pain ("coils hurts so bad"), feeling abnormal ("I feel like essure is tying to climb through my body"), hypoaesthesia ("arm and hand so numb they hurt"), neuralgia ("it seems feel like when I have full bladder it makes nerve pain"), procedural pain ("post hysto little pain") and malaise ("sickness"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the genital haemorrhage, medical device pain, feeling abnormal, hypoaesthesia, neuralgia, procedural pain and malaise outcome was unknown. The reporter considered feeling abnormal, genital haemorrhage, hypoaesthesia, malaise, medical device pain, neuralgia and procedural pain to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media: feeling abnormal, neuralgia, hypoaesthesia, medical device pain, malaise most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information added. Event : sickness added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('mine are worse sometimes/ I have been clots like this') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), medical device pain ("coils hurts so bad"), feeling abnormal ("I feel like essure is tying to climb through my body"), hypoaesthesia ("arm and hand so numb they hurt"), neuralgia ("it seems feel like when I have full bladder it makes nerve pain"), procedural pain ("post hysto little pain") and malaise ("sickness"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the genital haemorrhage, medical device pain, feeling abnormal, hypoaesthesia, neuralgia, procedural pain and malaise outcome was unknown. The reporter considered feeling abnormal, genital haemorrhage, hypoaesthesia, malaise, medical device pain, neuralgia and procedural pain to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media: feeling abnormal, neuralgia, hypoaesthesia, medical device pain, malaise most recent follow-up information incorporated above includes: on 23-mar-2020 social media received. Fu(9) and(10) processed together.reporter information added. Event : sickness added. On 23-mar-2020: social media received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.